Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up MDR will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that while a patient was being prepped for a surgical procedure, "black dust debris" fell into the surgical field from their harmonyair g-series surgical lighting system. User facility personnel re-established the sterile field and continued with the procedure as planned. No report of injury or procedure delay.